Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
(B)(4) received information that the patient presented to the emergency room after hearing tones from the implantable cardioverter defibrillator (ICD). Upon interrogation a code was found which indicated the device had shocked into a shorted lead conditiion. This occurred due to device administering a shock when the shock impedance was low and out of range. Subsequently the ICD and another manufacturer's right ventricular (rv) lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the ICD identified no arc marks on the device case, however there were a lot of electrocautery marks in the header and on the pg case. Review of device memory found a shorted lead fault (fault code 1004) was recorded on (B)(6) 2016. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. It was noted that the device never triggered the replacement indicator while implanted.